Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the cuspal overlap technique was used.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic, product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 07-jul-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve into the patient's native annulus at the target implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc), the nosecone of the delivery catheter system (dcs) interacted with the paddle of the valve upon removal of the dcs, resulting in dislodgement of the valve into the patient's sinotubular junction (stj). Subsequently, a second valve was implanted. It was noted that a non-medtronic guidewire was used during the procedure, and the valve was deployed slowly. It was further reported that prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the patient had a horizontal aortic root that contributed to the dislodgement.